Event description:
Patient care technician (pct) was preparing the baby for lab work, when using the footwarmers the pct became instantly aware that the warmers were way too warm. She threw those away and got another one which worked fine. Potential for risk of burn to baby.